Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that one patient sample generated a result of 420 mu/l for the architect insulin assay. The same patient sample generated results between 200 mu/l and 250 mu/l a week later. The same patient sample generated a lower result of around 19 mu/l when tested on a non-abbott method. The customer mentioned that the patient had received a dose of synthetic insulin before the sample was tested and believed that the architect analyzer can read synthetic insulin concentrations while the other non-abbott method cannot.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. A review for other customer complaints was performed and did not identify any problems related to this assay up to date. Additional testing was performed for the lot in question. The testing completed was identical to the testing performed prior to the reagent kit being released for sale which means the lot meets acceptance criteria. An article called (performance evaluation and cross-reactivity from insulin analogs with the architect insulin assay) was reviewed. The study looked at several insulin analogs and liprolog, a drug prescribed to the patient of this complaint contains the analog lispro which was found to cross-reactive with the assay. Based on the investigation results, no malfunction or product deficiency were identified related to this assay which is meeting its safety, effectiveness and label claims. However; the customer was advised to include the identity of the insulin assay when reporting out results. The customer was also referred to the assay package insert which instructed the user to not use results obtained with different assay methods interchangeable. The customer was also instructed to confirm baseline values for patients being serially monitored.

Manufacturer narrative:
(B)(4). Additional information was received on (B)(6) 2010 indicated that the patient received two types of insulin analogs (liprolog and levimir). Liprolog is an insulin lispro which is listed in the trouble shooting guide for its ability to cross-react with the assay. Information was received (catalog number) the causative agent shipped to the customer had a list number of 8k41-27 rather than 8k41-25. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.